Manufacturer narrative:
Previous mpu repair reported under manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage twice while on the mpu (mobile power unit). It was stated that the black power lead light was on and the red battery and screen stated low voltage. Patient placed on batteries on own and the alarm resolved. The patient was instructed to remain on battery power and report to clinic for a new mpu. The patient had mpu repaired earlier this year. The logfiles were downloaded and only showed data from the last 2.5 days while on battery power and the low flow voltage were not captured. The patient was provided with a new mpu. The patient reported having had two more "connect to power" alarms, along with a couple low voltage advisory alarms. Patient had changed mpu a couple of times, but the alarm continued. It was reported that there was a chronic bend in the white cable from the controller therefore there may be a break or short in a wire. It was originally believed that the low voltage alarms may be due to the mpu, however it may have been caused by the controller. The patient was sent a new controller and the controller was exchanged. Manufacturer report number of mpu: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms activating on the hm3 system controller while connected to the heartmate mobile power unit (mpu) was not confirmed. The downloaded log file spanned approximately 2 days (25nov20 ¿ 27nov20 per time stamp). The time of the reported event had been overwritten by newer data, and no low voltage alarms, or any other notable alarms, were active in the log file. The controller was opened and the continuity of every individual wire within both cables was measured. Multiple wires in each cable were observed to have resistances above the specified 0.5 ohm. Depending on how the cables were manipulated during resistance testing, these wire resistances were higher than expected. The cables were cut open, and damage was observed in the black cable to the blue and yellow wires. The wires in the white cable were observed to have a severe kink. The controller was connected to a mock loop with a test mpu power source, and the controller was unable to reproduce any low voltage alarms, or any other notable alarms. The reported event could not be reproduced, and a root cause could not be conclusively determined through this analysis; however, the conductor breakdown observed in the controller power cables may have contributed to the low voltage advisory alarms. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.